Event description:
Boston scientific (formerly guidant) rec'd information that an endoleak was identified and required conversion to open repair. Open conversion was successfully performed. No additional adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.